Manufacturer narrative:
Upon disassembly for visual inspection, the drive shaft bearing was damaged.

Event description:
The remb sag saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.